Manufacturer narrative:
The investigation determined the service actions resolved the issue. The follow up actions taken were the field service engineer discovered a system reagent aspirating tube was cracked. He replaced the tubing. After service, the customer performed calibration and qc with no issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter received questionable elecsys (B)(6) + beta test system results for one patient tested with a cobas 8000 e 801 module. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.